Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity c calcium assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 25020un24. A review of the device history record was reviewed and did not identify any nonconformances related to the lot 25020un24 and complaint issue. Labeling was reviewed and adequately addresses the issue under review. File sample analysis was not performed as the issue appears to be isolated to specific samples. Troubleshooting was performed by retesting the sample on different analyzers with the same reagent lot 25020un24. The customer advised that qc (quality control) was in range at the time of the event. Based on the investigation, no systemic issue or product deficiency of the alinity c calcium reagent lot 25020un24 was identified.

Event description:
The customer reported falsely elevated alinity c calcium results for one sample generated across multiple alinity I processing modules. The following data was provided (customer¿s normal range: 8.4-10.2 mg/dl): on (B)(6) 2025, sid (B)(6): initial result = 14.00 mg/dl (ran on (B)(6), repeat results = 16.20 / 16.60 / 18.50 mg/dl (all ran on (B)(6), retest on (B)(6) = 8.60 mg/dl. There was no impact to patient management reported.

Event description:
The customer reported falsely elevated alinity c calcium results for one sample generated across multiple alinity I processing modules. The following data was provided (customer¿s normal range: 8.4-10.2 mg/dl): on (B)(6) 2025, sid (B)(6): initial result = 14.00 mg/dl (ran on (B)(6), repeat results = 16.20 / 16.60 / 18.50 mg/dl (all ran on (B)(6), retest on (B)(6) = 8.60 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.